Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: 1 box (30 catheters) were evaluated. All products were normal with no tipping issues found. Based upon the evaluation, this complaint cannot be confirmed as reported.

Event description:
(B)(6).according to the information recieved, the tip of the catheters are missing in the package.

Event description:
(B)(6).according to the information recieved, the tip of the catheters are missing in the package.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.